Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore, the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had broken video connectors and could not connect. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm or delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.